Manufacturer narrative:
The hill-rom tech found the communication cable was not connected. Per the hill-rom service manual, perform annual preventative maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine and test the communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010-2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech reconnected the communication cable to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call would not respond to the front desk. There was no pt/user injury reported. (B)(4).